Event description:
Abutment and abutment screw replacement surgery performed due to fractured abutment screw due to trauma. No other clinical signs reported. The procedure took place on (B)(6) 2024.

Manufacturer narrative:
Abutment and abutment screw replacement surgery performed due to fractured abutment screw due to trauma. No other clinical signs reported.